Event description:
It was reported that a problem with the device set screw was suspected as the atrial lead impedance had slowly risen since device change-out (approximately nine days prior) and the atrial impedance was now measuring high. A revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2007. 4194 implantable pacing lead: (B)(6) 2007. (B)(4).